Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that threads on tip of straight cup impactor handle were worn down, making it harder to hold cup and liner impactor tip. It was noticed, during surgery by surgeon. Surgical delay unknown. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that the threaded tip of the duraloc str cup impactor was found stripped. The device interaction allegation can attribute to the stripped condition of the tip. The observed, damage can be attributed to a combination of heavy usage and impacting the device before is fully threaded. A dimensional inspection was not performed, as it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed, condition of the duraloc str cup impactor would contribute to the device issue. There is no indication, that a design or manufacturing issue. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. D4.: (expiration date). The expiration date (3/27/2024) in the initial medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Was/were there any adverse consequence s that affected the patient, because of the reported event? There were no adverse consequences. We have already removed the affected surgical instrument from the field. And returned it to our distributor . It was removed the day of the surgery! Because, we returned it to our distributor. We cannot return it to the address supplied, but please know, that it has been removed from the field entirely.

Event description:
It was reported that threads on tip of straight cup impactor handle were worn down, making it harder to hold cup and liner impactor tip. It was noticed during surgery by surgeon. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.